Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient had a catheter revision due to a separate spinal procedure. The environmental, external or patient factors that may have led or contributed to the issue was spine surgery. During a spinal procedure the catheter was accidentally displaced which is why there had to be a revision. The spinal portion of the catheter was replaced. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.